Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys he4 (he4) on a cobas e 602 module. The initial result was > 1500 pmol/l. The repeat result was 73.96 pmol/l. The initial result did not correspond to the patient¿s clinical diagnosis and was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The e602 module serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. Two "abnormal sample aspiration" alarms were observed on the alarm trace data from the day of the event. These alarms suggest possible sample handling issues. The last instrument maintenance record was from 24-apr-2025. No issues were identified with the measuring cell counts. The customer did not use rack adapters with 13 mm sample tubes. Per product labeling, a "cup adapter is mandatory for e602" analyzers for tubes with a diameter equal to or less than 13 mm." The investigation did not identify a product problem.